Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and remained stuck in maintenance mode with continuous auto-reboots during service restart and package deployment attempts, leading to escalation for field service investigation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was stuck on maintenance mode with the application stuck on initializing despite service restart and reboot attempts. A field service engineer identified that the connected helmer was not fully booted, powered on the helmer first followed by the medstation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.